Event description:
Report received of the device under-delivering in routine preventative maintenance testing. There was no pt involvement and no reported problems while the device was in clinical use.